Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. Reportedly, cause was related to pump settings. Bg was addressed via consumption of carbohydrates. Additionally, healthcare professional adjusted pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.